Event description:
It was reported that the left ventricular lead had high impedance readings over 3000 ohms and then was viewed via fluoroscopy and found that the lead dislodged. Upon opening the pocket, it was discovered that the lead had fractured at the anchoring sleeve site. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned in segments and analyzed. No anomalies found. It was noted that all conductors were distorted and had blood/body fluid (not obstructed). Visual analysis revealed apparent explant damage.